Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the implant pocket for this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be large in size or swollen and the patient experienced pain and discomfort. Additionally, the device exhibited oversensing that resulted in delivery of an inappropriate shock. Boston scientific technical services (ts) recommended obtaining x-rays of the device pocket to determine if the device had flipped. Subsequent information was received that the device pocket was viewed on ultrasound and noted a pocket hematoma. An invasive procedure was performed. The device was explanted. Available information indicates that a new device was not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the implant pocket for this subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to be large in size, however, was not observed to be discolored or tender. Boston scientific technical services (ts) recommended obtaining x-rays of the device pocket to determine if the device had flipped. Subsequent information was received that the device pocket was viewed on ultrasound and noted a pocket hematoma. An invasive procedure was performed. The device was explanted. Available information indicates that a new device was not implanted. No additional adverse patient effects were reported.